Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer could not get insulin into multiple cartridges. Reportedly, the customer was able to load a new cartridge. The reported issue did not impact the customer's blood glucose (bg) level. However, the customer experienced an elevated blood glucose level at approximately 200 mg/dl. The exact bg value was not provided. The customer administered a bolus, but stated that they needed more. The customer administered an additional bolus.